Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported while troubleshooting a liberty select alarm solution leaking from the cassette, into the cycler. The patient was advised to cancel treatment on the cycler. Patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient indicated that there was no complications as a result of the alleged event. There was no reported medical intervention. The liberty cycler set was discarded.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."